Event description:
The pt was seen in clinic on an urgent basis complaining of increased back pain (8/10), difficulty moving, nausea, chills, and hallucinations. The pt was confused at times with some paranoid ideation. Pump interrogation revealed a pump memory error. The pump had been shut off for 111 hours. No source of electromagnetic interference was identified. The pump was restarted and a bolus was given. The pump was used to deliver dilaudid and bupivacaine. The pump was replaced the same day due to the memory error and age of pump. Prior to discharge the patient's pain was improved. The pt was no longer speaking appropriately. The pt was seen in clinic approximately 1 week later. The pt felt much better, he denied constitutional symptoms or any local pain or exudate at the surgical site. The pt's pain was 3/10. The hcp reported the pt outcome as 'serious injury/illness, recovered without sequela'.